Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
63b electrodes are burning skin and very itchy. It was reported that the patient was experiencing problems with the electrodes. The patient states that the 63b electrodes were burning her skin. The patient described skin as looking like shingles and very itchy. The patient cleaned with skin with soap and water. The patient used a cream on the skin. The surgeon advised the patient to stop wearing unit for while and try again later. The patient stated that she stop wearing the device for two months now. She has not worn the device since she experienced the burning from the 63b electrodes. The burn marks started to spread but there were not any sores. She was using a medication (an ointment) that she found online. The skin is clearing up. She has not spoken to her surgeon. She is supposed to see her doctor on jul 14th or 15th. She won't see her surgeon until aug. It was reported that no further information is available.

Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, g1 contact office, and manufacturer site, g6 type of report additional information: h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
63b electrodes are burning skin and very itchy it was reported that the patient was experiencing problems with the electrodes. The patient states that the 63b electrodes were burning her skin. The patient described skin as looking like shingles and very itchy. The patient cleaned with skin with soap and water. The patient used a cream on the skin. The surgeon advised the patient to stop wearing unit for while and try again later. The patient stated that she stop wearing the device for two months now. She has not worn the device since she experienced the burning from the 63b electrodes. The burn marks started to spread but there were not any sores. She was using a medication (an ointment) that she found online. The skin is clearing up. She has not spoken to her surgeon. She is supposed to see her doctor on (B)(6). She won't see her surgeon until (B)(6). It was reported that no further information is available. The 63b electrodes were not returned for evaluation.